Manufacturer narrative:
The field complaint of premature discharge of battery and pacing anomaly were not confirmed. The device was received from the field with the battery voltage above elective replacement level. Electrical and mechanical tests were performed under nominal and field settings and indicates normal functionality. Further evaluation of the output parameters indicates pacing parameters are normal. Additionally, evaluation of the device under various pulse amplitudes revealed current within normal range and no evidence of premature battery depletion was detected. The events reported by the field are consistent with the use of electrosurgical devices near the implanted pacemaker. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information was received that premature battery depletion was suspected by the physician and this was the reason for the device replacement procedure.

Event description:
During a device replacement procedure while using electrocautery, a loss of pacing was observed on the device. Shortly afterwards, the pacemaker dependent patient went into asystole. The patient was then externally defibrillated until the device was able to be explanted and replaced to resolve the event. The patient was in stable condition following the procedure.